Event description:
Ruptured implant, insomnia, fatigue, foggy feeling, allergies, ibs, seizures, multiple areas of joint pain, frozen shoulders, migraines, anxiety, depression. I literally thought I was dying. I had rib pain, back pain, neuropathy. The list goes on. Explanted ruptured implant (B)(6) 2018.